Event description:
It was reported that a pta balloon ruptured during the first inflation (atm unknown). During withdrawal, a portion of the pta balloon detached. A snare was used to successfully retrieve the detached portion of pta balloon without further complication. Another pta balloon catheter was used to successfully complete the procedure. No report of injury to the patient.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.